Event description:
The pt's wife reported the pt has had several instances over the past year when he has had elevated blood glucose readings in the 240-300 mg/dl range. His normal range is about 140 mg/dl. She stated that when he checks his infusion headset he usually finds a bent cannula. She stated the pt has no symptoms and corrects the elevated blood glucose by changing his infusion set and giving himself a bolus of insulin. The pt's wife stated he did not keep any of the infusion sets with bent cannulas. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.